Manufacturer narrative:
Product complaint # (B)(4). Additional information received that the guidewire with the issue reported in this event was non- abiomed guidewire. It belonged to a different manufacturer, so this report is deemed a not reportable. MDR is not required as the complaint was found against a non-abiomed product.

Event description:
The complainant reported that they encountered issues during pump placement. The guide wire could not be removed from cannula, and the guidewire was kinked. As a result the pump and the wire were removed and replaced. A new wire and a new pump were used. No patient harm was reported due to the issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Section d9 and h6 has been updated as device was returned for investigation. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a [supplemental/final] report will be filed.